Manufacturer narrative:
Product complaint # (B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a caesarean section procedure on (B)(6) 2019 and barbed suture was used. During 1st passing of the needle through the abdominal wall muscle layer by continuous suturing, the fixation tab of the barbed suture was broken. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). H3 device evaluation summary: an empty labeled winding former and one used needle-suture of product code sxpp1a402 were returned for analysis. During the inspection visual of the sample, the swage and attachment area were as expected. Marks on the body needle that appears to be by the use of a surgical instrument could be observed. The suture was examined and body fluids at some barbs were found; no defects or damaged on the barbs were noted; but, the sides of the fixation tab were broken. The manufacturing records couldn¿t be reviewed as the batch number is unknown. Per the condition of the sample received, it could not be determined what may have caused the reported incident of: ¿ the fixation tab of the stratafix was broken during 1st passing of the needle through the abdominal wall muscle layer by continuous suturing¿. To seat the fixation tab; pull the device through the tissue to gently seat the fixation tab against the tissue. The fixation tab should be seated above the tissue plane and be visible. Do not exert additional force on the fixation tab.